Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in the distal right coronary artery. A 3.0 x 23 mm xience v stent was implanted and the patient was discharged to home on (B)(6) 2011. At the patient's 13 month follow-up, a new area of stenosis was noted 2 mm from the edge of the previously implanted xience v stent. The patient underwent a revascularization procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and restenosis are listed in the everolimus eluting coronary stent system, xience instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).